Manufacturer narrative:
The crep2 reagent lot number was 88924701 with an expiration date of 30-apr-2026. The field service engineer (fse) found a leak in the waste suction tubing of the cup wash unit. The tubing was repaired, and repeat testing was performed with acceptable results. After recalibration, qc was acceptable. The customer had no further issues after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 cobas c 701 module. The initial result was 1.55 "mmol/l." The repeat result was 2.20 "mmol/l." The questionable result was not reported outside of the laboratory.